Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit passed rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with missing endcap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 132 mg/dl. Troubleshooting was performed. The device was returned for analysis.